Event description:
Related manufacturer report number: 2916596-2020-04544. Further log file analysis found low power hazard alarms that are consistent with a loss of external power to the mobile power unit (mpu). Additional information reported that the mpu was working properly and would not be returned. The power had been lost from the wall. The drop in energy was possibly due to a power plant failure or storm.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a decrease in flow over time, including multiple low flow alarms on (B)(6) 2020; however, the reported outflow graft twist could not be confirmed as no product was returned for evaluation and no images were submitted for review. The system controller periodic log files contain cumulative data from (B)(6) 2019 at 09:44:47 through (B)(6) 2020 at 11:06:03. The file appeared to show a steady decrease in calculated average flow from approximately (B)(6) 2020, while the data logger was set to record data at 24-hour intervals. The system controller event log files captured low flow events between 09:52:32 and 10:13:26 on (B)(6) 2020, resulting in 17 total low flow alarms. Calculated average flow ranged from 0.0-2.4 lpm for these events. It should be noted that these events appeared to resolve, as calculated average flow ranged from 4.5-4.9 lpm from 10:34:40 through 11:08:45 on (B)(6) 2020. As an additional observation, brief low power hazard alarms were captured on (B)(6) 2020 that appeared to be the result of a loss of external power to the mobile power unit (mpu). The pump speed did not drop below the low speed limit for the duration of the files, including the low flow and low power events. It was later reported that no additional information could be obtained, including examinations and imaging results. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 20nov2015. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This subsection also warns that twisting of the outflow graft has been identified in some patients post-operatively. Occurrences of twisting have resulted in graft occlusion, thrombosis, and/or death. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. Firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. Twisting of the outflow graft can manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention of the outflow graft is used to correct an outflow graft twist, the outflow graft bend relief should either be reattached in its original state or suitably repaired to prevent subsequent kinking of the outflow graft. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient felt unwell and experienced weight gain. The controller parameters showed a slightly reduced flow and power consumption. Per the clinician's telephone conversation, the center suspected a twist in the device. An echocardiogram showed an increase in pressure in the anastomosis between graft and aorta. A CT scan was performed and a jet at the intersection of the aorta was observed. Another scan by c-arm with contrast observed the same situation. It was reported that there was a desire to continue treatment.

Manufacturer narrative:
Section h6 (results code): correction. Remove previous selections of mechanical problem identified, stress problem identified, and deformation problem. Section h7: correction. Remove previous selection of recall. Section h9: correction. This event is not associated with any corrective action reported to FDA under 21 usc 360i(f). Manufacturer's updated investigation conclusion: analysis of the submitted log files confirmed a decrease in flow over time, including multiple low flow alarms on (B)(6) 2020. It should be noted that the decrease in flow could have been caused by the reported pannus/thrombus formation within the outflow graft; however, the reported thrombus/pannus could not be confirmed through the evaluation of the submitted images. The reported narrowing of the distal end of the outflow graft also could not be confirmed through the evaluation of the submitted images. The center attributed the reported narrowing of the distal end of the outflow graft to the likely thrombus or pannus. The system controller periodic log files contain cumulative data from 13oct2019 at 09:44:47 through 01jul2020at 11:06:03. The file appeared to show a steady decrease in calculated average flow from approximately (B)(6) 2020 through (B)(6) 2020, while the data logger was set to record data at 24-hour intervals. The system controller event log files captured low flow events between 09:52:32 and 10:13:26 on (B)(6) 2020, resulting in 17 total low flow alarms. Calculated average flow ranged from 0.0-2.4 lpm for these events. It should be noted that these events appeared to resolve, as calculated average flow ranged from 4.5-4.9 lpm from 10:34:40 through 11:08:45 on (B)(6) 2020. As an additional observation, brief low power hazard alarms were captured on (B)(6) 2020 that appeared to be the result of a loss of external power to the mpu (investigated under (B)(4)). The pump speed did not drop below the low speed limit for the duration of the files, including the low flow and low power events. It was reported that the patient was admitted after feeling unwell and gaining weight. The controller parameters reportedly noted a slightly reduced flow and power consumption. Although a twist in the device was originally reported, it was later clarified that there was no twist of the outflow graft. A CT (computerized tomography) scan ((B)(6) 2020) and a catheterization of the pump/outflow graft ((B)(6) 2020) reportedly showed narrowing at the level of the distal anastomosis of the outflow graft related probably to a thrombus or pannus. The patient underwent a percutaneous stent implantation to the site of the anastomosis between the outflow graft and the aorta. This appears consistent with the findings of the submitted log files (decrease in flow over time until (B)(6) 2020, then calculated average flow ranging from 4.5-4.9 lpm from 10:34:40 through 11:08:45 on (B)(6) 2020). This event reportedly resolved on (B)(6) 2020. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20nov2015. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported to abbott on 12oct2020 stated that stenosis at the anastomosis between the outflow graft and aorta was suspected to be to due to thrombus or pannus formation. There was no twist of the outflow graft. Narrowing at the level of the distal anastomosis of the outflow graft had been seen in CT scan on (B)(6) 2020 and on (B)(6) 2020 catheterization of the pump/outflow graft was performed that showed the narrowing was probably related to thrombus or pannus formation. The patient underwent surgical intervention and a percutaneous stent was implanted at the site of the anastomosis between the outflow graft and the aorta. Outcome reported resolved/recovered on (B)(6) 2020.

Manufacturer narrative:
Additional information reported to abbott stated there was no outflow graft twist and the event was suspected to be related to thrombus or pannus formation. The manufacturer's investigation for this event has bee re-opened. A supplemental report will be submitted when the investigation is complete.